Event description:
A nurse reported that during cataract surgery, a system message displayed and the handpiece was not recognized by both connectors. An alternate system was used to complete surgery. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and verified system message (sm) "tune failed: loose tip." The system did not recognize either of the customer's handpieces in either connector. The company representative replaced the u/s (ultrasound) controller pcb (printed circuit board) for diagnostic purposes. The software was reinstalled. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively. (B)(4).